Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from four different patient samples on a vitros 5600 instrument when compared to tsh results obtained from a non-vitros siemens centaur system. A definitive cause could not be identified, however, improper pre-analytical sample handling/storage cannot be ruled out as contributing to the event. No instrument issue was identified as a contributing factor, however; a within-run precision test that would verify the performance of the vitros 5600 instrument was not processed, therefore, an instrument related issue cannot be entirely ruled out. Based on historical quality control results, there is no indication vitros tsh reagent lot 4810 malfunctioned.

Event description:
The customer reported higher than expected vitros tsh results were obtained from four different patient samples on a vitros 5600 instrument when compared to tsh results obtained from a non-vitros siemens centaur system. Patient sample 2 result: 11.0 miu/l vs expected 4.91 miu/l. Patient sample 8 result: 8.32 miu/l vs expected 6.36 miu/l. Patient sample 15 result: 6.70 miu/l vs expected 5.02 miu/l. Patient sample 8 result: 17.4 miu/l vs expected 12.2 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. None of the four higher than expected vitros tsh results were reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number four of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).